Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2014; 6935m55 lead, implanted: (B)(6) 2014. (B)(4).